Manufacturer narrative:
Complaint conclusion: during a left internal carotid artery stenting (cas), it was reported that when a precise stent delivery system was attempted to be placed, the valve was too stiff to release the stent. The physician tried to release by force, and it was confirmed that the stent was not released under fluoroscopy. The location was little changed but the issue continued. The precise was removed from the patient with protection device. It was checked and a kink was confirmed at branched between the aorta and the common carotid artery. The stent was changed to another new stent. The procedure finished successfully and there was no report of patient injury. The product was stored, inspected, handled and prepped per IFU (instructions for use). Nothing unusual was noted about the stent delivery system prior to use. A balloon catheter was used for the cas at the right femoral artery. An embolic protection wire was delivered to the external carotid artery and a wire was placed in the internal carotid artery. The intravascular ultrasound (ivus) was performed. Pre-dilation was conducted with a sleek balloon. It is unknown if there was any difficulty encountered while advancing/tracking the sds towards the lesion. It is unknown if any unusual force was used at any time during the procedure. It is unknown if the stent pre-maturely deployed. The physician commented that the kink may have caused the issue, but could not identify it. The lesion was moderately calcified and tortuous. The rate of stenosis was 95%. The product was returned for analysis. One non-sterile precise pro rx us carotid syst 10 x 40mm stent delivery system was returned. Per visual analysis the unit was received partially deployed (1cm). One kink was observed at 4cm from brite tip. No other damages could be observed. The stroke length was measured and it was found acceptable per specification. Per functional analysis the hemostasis valve can be loosened without problem. Deployment was performed without problem. A device history record (DHR) review of lot 17253601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) - deployment difficulty-partial deployment (carotid)¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (moderate calcification and tortuosity and a rate of stenosis of 95%) may have contributed to the event as evidenced by the kinked/bent condition of the outer sheath indicating the application of force by the user. According to the IFU contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta (percutaneous transluminal angioplasty). The event reported as ¿outer sheath - kinked/bent¿ by the customer was confirmed due to the condition that the unit was received in. The exact cause of the event could not be conclusively determined. The event reported as ¿hemostasis valve - unable to loosen¿ by the customer was not confirmed as no anomalies were found during functional analysis. The device performed as intended. The exact cause could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Concomitant products: 9 fr balloon catheter (fuji systems) for cas, guide wire (percusurge) into the external carotid, spider wire into the internal carotid, sleek balloon for pre-dilation and unknown stent to finish the procedure (B)(4). (B)(6). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During a left internal carotid artery stenting (cas), it was reported that when a precise stent delivery system was attempted to be place, the valve was stiff to release the stent. The physician tried to release by force, and it was confirmed that the stent was not release under fluoroscopic although it could be release at hand. The location was little changed but the issue continued. The precise was removed from the patient with protection device. It was checked and a kink was confirmed at branched between the aorta and the common carotid artery. The stent was changed to another new stent. The procedure finished successfully and there was no report of patient injury. The product was stored, inspected, handled and prepped per IFU. Nothing unusual was noted about the stent delivery system prior to use. A balloon catheter (9 f cello, fuji systems) was used for cas at the right femoral artery. Percusurge gard wire was delivered to the external carotid artery and a spider wire was placed to the internal carotid artery. The intravascular ultrasound (ivus) was performed. Pre-dilation was conducted with a sleek balloon. It is unknown if there was any difficulty encountered while advancing/tracking the sds towards the lesion. It is unknown if any unusual force was used at any time during the procedure. It is unknown if the stent pre-maturely deployed. The physician commented that the kink may have caused the issue, but could not identify it. The lesion was moderately calcified and tortuous. The rate of stenosis was 95%.the product will be returned for analysis. Per the visual product analysis, the stent is protruding 1cm.